Event description:
Electrode was returned to MFR with the tip missing. Customer complained of distal end damage. Hosp did not respond to request for more info on whether tip fell off during a procedure. If it did, the procedure may have been delayed to retrieve the tip. No reported pt injury.